Event description:
It was reported that the pump battery was depleting too quickly leading to a pump shutdown. The customer's blood glucose (bg) level was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.